Event description:
Reporter alleges pt complains of progressive increased pain in breast for several years with decrease in size and has no history of trauma or change in shape or texture. Pt feels that pain is radiating into axillae, back and neck. Also complains of 3-4 years progressive systemic problems including arthralgias (positive morning stiffness), myalgias, dizzy spells, swollen glands, dysesthesias/paresthesias, fatigue, sleep disturbances, low grade fever, hot flashes, drenching night sweats, headaches, visual disturbances, memory problems, hair loss, oral sores, rashes, and sensitive to sun/chemicals. Pt has been diagnosed with treatment for "fms" with some relief. Family history is negative for breast cancer and pt is otherwise healthy.